Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. Explant date: if explanted, give date: not applicable, as the lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 21.0 diopter intraocular lens (iol) was implanted in the patient's left eye (os) on (B)(6) 2017. Post-operatively, the patient had and continued to have problems with vision. There was a yttrium-aluminum garnet (yag) performed on (B)(6) 2017 (right eye) and (B)(6) 2017 (left eye) to resolve the visual issues, but the patient stated their vision became worse than before the cataract surgery. Reportedly, there was no follow up appointments after the yag procedures. The patient has a follow up appointment with the doctor on (B)(6) 2017. Reportedly, there was no patient injury, the lenses remain implanted, and vision has not improved. No additional information was provided. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's left eye. A separate report will be filed for the right eye.

Manufacturer narrative:
Additional information received reported the patient is still having vision problems with both eyes and the doctor doesn't seem to think there are any problems. Therefore, the patient feels that she is stuck with blurred/foggy watery vision. No additional information was provided. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.